Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat test at 0.08680 inches. No bolus anomaly or basal anomaly noted during testing. Unit had cracked battery tube threads and cracked reservoir tube lip.

Event description:
Case-(B)(4): the customer¿s father reported via phone call the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 604 mg/dl. Customer¿s father reported they noticed the customer¿s blood glucose was rising and mentioned the insulin pump was malfunctioning as it was under delivering. Customer¿s father stated customer was on manual injections and was put back on the device and blood glucose was high. Customer¿s current blood glucose was 80 mg/dl. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis. Case-(B)(4): the customer and customer¿s mother reported via phone call, they believe the insulin pump is malfunctioning as the customer¿s blood glucose has been 300 to 400 mg/dl and then it went up to 600 mg/dl. Then later customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2017, blood glucose was over 600 mg/dl when admitted. The customer experienced symptoms such as vomiting and high ketones. Customer didn¿t recall any significant events that may have caused the high blood glucose. Customer mentioned during the hospitalization she ate and boluses with the device, however her blood glucose went up to 500 mg/dl. Customer reverted to manual injections to treat. Then the customer was back on the insulin pump and the temp basal rates were increased.